Event description:
It was reported that this device exhibited an error code during a recent interrogation. Data was submitted to technical services (ts) for an investigation into root cause and potential outcomes for supported therapy. Ts confirmed the code was indicative of a high voltage detection during a charging event. It was further noted that this had occurred several times within the past few days. Ts further reported that this can occur if the patient had received an external shock in conjunction with implanted device charging sequence however, if no external shock had been delivered, the fault code is suggestive of a system integrity issue. A review of device information confirmed a low shock impedance in the trend data, with the final recommendation to do a lead integrity test to confirm critical therapy support. It was additionally noted the lead in this system was a non boston scientific product and implanted for over ten years. To date, no resulting adverse patient effects have been reported and no system changes yet initiated. Subsequently, the device was explanted and returned for laboratory analysis. No replacement adverse patient effects were reported and another device of same model type was implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted tool marks on the case and header. Review of the stored memory confirmed multiple fault codes were recorded by the device on december 15, 2020. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited an error code during a recent interrogation. Data was submitted to technical services (ts) for an investigation into root cause and potential outcomes for supported therapy. Ts confirmed the code was indicative of a high voltage detection during a charging event. It was further noted that this had occurred several times within the past few days. Ts further reported that this can occur if the patient had received an external shock in conjunction with implanted device charging sequence however, if no external shock had been delivered, the fault code is suggestive of a system integrity issue. A review of device information confirmed a low shock impedance in the trend data, with the final recommendation to do a lead integrity test to confirm critical therapy support. It was additionally noted the lead in this system was a non boston scientific product and implanted for over ten years. To date, no resulting adverse patient effects have been reported and no system changes initiated.

Event description:
It was reported that this device exhibited an error code during a recent interrogation. Data was submitted to technical services (ts) for an investigation into root cause and potential outcomes for supported therapy. Ts confirmed the code was indicative of a high voltage detection during a charging event. It was further noted that this had occurred several times within the past few days. Ts further reported that this can occur if the patient had received an external shock in conjunction with implanted device charging sequence however, if no external shock had been delivered, the fault code is suggestive of a system integrity issue. A review of device information confirmed a low shock impedance in the trend data, with the final recommendation to do a lead integrity test to confirm critical therapy support. It was additionally noted the lead in this system was a non boston scientific product and implanted for over ten years. To date, no resulting adverse patient effects have been reported and no system changes yet initiated. Subsequently, the device was explanted and returned for laboratory analysis. No replacement adverse patient effects were reported and another device of same model type was implanted.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.